Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebq0171 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported that the midline IV catheter was removed on (B)(6) 2017 due to concern of malfunction. Nurse reported that the line flushed easily but when trying to aspirate for blood return, air filled the syringe. The catheter was removed and a split/hole was noted in tubing. No patient harm was reported.